Manufacturer narrative:
Date of event: unknown. No information has been provided to date. Investigation summary: the affected device was received from the customer for evaluation. Visual test was performed found cracked front and rear housing, damaged dso sensor. Functional test was performed found that the pump's motor rotation counter records nearly 5.9 million rotations, which is over limit. Also found that the rtc battery records 1523 days, which is over limit. Ehl was downloaded and inspected found high number of "high pressure" alarms, which point to a faulty dso sensor. Couldn't replicate customer's reported issue at the time of the investigation, but the issue was found in ehl inspection. The root cause was the faulty dso sensor. The dso sensor, motor, rtc battery, front housing, and rear housing were replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the alarm switched the cassette off due to non-detection. There was unknown patient involvement and unknown patient harm/adverse event.